Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990, batch 11844475 knee scorpion was received for investigation. Functional analysis identified that the test needle could not be completely advanced through the tube, as there was a blockage near the distal tip that could not be visualized. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.

Event description:
It was reported that during knee surgery the needle broke inside the instrument. Nothing broke off inside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.